Event description:
It was reported the patient presented in the ER with a rhythm of sinus brady in the 30s (bpm). The patient's device could not be interrogated after multiple attempts. No magnet response could be obtained. No output and early battery depletion were also reported. The device was explanted and replaced. No patient complications have been reported as a result of this event. The patient further reported he woke up feeling dizzy and his wife took him to the general practice doctor, and was told by the doctor that he didn't think the pacemaker was working. Patient also said the mdt rep confirmed it was not working. The patient said he was transferred to a medical clinic and had surgery performed later that day.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.